Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced freestyle libre 3 plus sensor pairing failures with the ilet, including prolonged pairing attempts that resulted in pairing failed alerts; after a device restart, the ilet displayed a remaining warmup period and pairing proceeded, indicating an intermittent communication issue involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure associated with the device¿s antenna/electrical communication component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.